Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of reagent or sample and did not give an error message. An ortho filed service engineer was dispatched. No death or serious injury was associated with this event.